Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor gave inaccurate readings. The sensor read 2.2 mmol/l when the blood glucose reading was 7.0 mmol/l, causing the threshold suspend to be activated inappropriately. The sensor will be replaced and returned for analysis.